Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the programmer with wireless needed to use the rf (radio frequency) wand for wireless ICD (implantable cardioverter defibrillator) devices. When the sensing test was done, the ventricular sense markers disappeared even on the most sensitive setting. No patient complications were reported as a result of this event.